Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, grease was leaking from the drill chuck attachment when the surgeon used the trauma ricon system(trs) after sterilization and drying. The hospital staff sterilized this attachment according to surgical guild. The surgeon stopped use of the device out of concern. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.